Event description:
It was reported that during an embolization treatment procedure, the coil was lodged in the tip of the catheter. The target lesion was located in the moderately tortuous iliac artery. A .038 non bsc catheter was placed in the origin of the artery. Utilizing continuous flush, a 7.0x40mm 2d helical 35 coil was successfully implanted. A second a 7.0x40mm 2d helical 35 coil was advanced, but resistance was noted and the coil became lodged in the catheter's distal tip while approximately 50% deployed. A benson wire was used in an unsuccessful attempt to further advance the coil. The physician removed the devices together with the coil protruding from the catheter tip. The procedure was ended at this time. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).